Manufacturer narrative:
The device is designed for arthroscopic surgical use to maintain portals during insertion or extraction of instruments and implants. The reported device was returned to conmed for evaluation. Visual inspection of the device verified the reported issue as the cannula assembly was observed to be broken in two pieces. Critical device dimensions were measured per print and the device was within specification; therefore, this breakage is not related to the manufacturing process. The most likely cause of this failure is related to the operators' technique as this is a technique dependent device. A two-year historical complaint review found 5 similar reports for this device family. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide. A risk analysis was performed and deemed acceptable and within alignment of current risk documents. The instructions for use advise the user of the following. Inspect cannula prior to use to ensure they are in good physical condition. To avoid damaging seals and excessive leakage, do not use with devices larger than the specified cannula diameter. Use carefully to ensure the cannula is not bent or collapsed when inserting devices. To avoid damage, do not use excessive force on the cannula. The cannula should be fixed using the locking nut to fit in the surgical site. This is a single use, sterile device and resterilization is not recommended. This incident type will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed upon completion of the evaluation and complaint investigation.

Event description:
A conmed affiliate reported on behalf of a user facility that a c08-85 arc cannula broke during insertion in an arthroscopic rc repair. Using an alternative device, the procedure was completed. No patient injury was reported. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.